Event description:
After pre-dilation of the lesion in the mid-rca with a 2.0mm balloon, the cypher sds was being delivered to the target lesion, and the physician felt friction during advancement within the 7f guiding catheter. Despite this friction, the physician continued to attempt to advance the cypher sds through the guide, and it became stuck around the ostium of the rca. Therefore, the physician retrieved the cypher carefully from the pt. It was then confirmed that the distal portion of the stent had flared. To successfully complete the procedure, a new cypher of the same size was implanted at the target lesion. There was no pt injury reported. The physician did not indicate any anomalies in the device prior to use.

Manufacturer narrative:
This product, is distributed outside the united states, but is similar to united states distributed stent delivery systems. The product has been returned for eval and testing; however, the engineering eval has not been completed. Add'l info will be submitted within 30 days of receipt.